Event description:
Healthcare professional reported a left side leak. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: broken on plug strap, crease flat, and yellow particles on the shell. Leak test and microscopic analysis was performed which identified: total delamination of the valve (adhesive failure) and sharp broken on plug strap. Based on the device analysis the final assessment is: total delamination of the valve assessed as adhesive failure. Sharp broken on plug strap assessed as an unidentified (tear) opening. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "leak".